Event description:
Bsc crm received info that this lead had high threshold and impedance measurements reported at a clinic follow-up. Upon removal of the lead during the lead replacement procedure, an insulation break was noted. A new lead was successfully implanted and to date, no adverse pt effects were reported.